Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Investigation summary: the complaint device was discarded by the customer therefore the device is not available for a physical evaluation. This complaint is not confirmed. Without physically evaluating the device, a definite root cause cannot be determined. Non-conformance review was performed, no non-conformances were identified for this part number (223129), lot number (l689861) combination. At this point in time, no corrective action is required, and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
This is report 2 of 2 for the same event. It was reported by the sales rep via phone that during a rotator cuff repair procedure two of the sales rep's 4.5 healix advance triple loaded anchors with permacord broke while inserting into the patient. The sales rep stated that they cracked where the inserter attaches, which led to each anchor breaking up the shaft into three pieces. The sales rep stated that the two anchors were removed from the patient with a grasper and no debris was left behind in the patient. The case was completed with another like-anchor in the same bone hole with no patient harm, but a two minute delay to remove the anchors. The sales rep stated that prior to the case, the anchors were stored in a cold room. The devices were discarded by the customer. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.